Event description:
Independent delivery mode change reported: the customer contact reports that the pump independently changed from a pca only mode of delivery to a continuous mode. There was no info related to the prescription program parameters. The customer contact states "there was no pt harm or oversedation and I have no add'l info". Though requested, there was no add'l info available.